Event description:
User experienced one pt sample with discrepant hcg results. Initial result gave 0.513 miu/ml, which was reported. The ER physician questioned the result and requested a repeat because the pt was several months pregnant. The sample was repeated twice giving 10000 and 14477 miu/ml. Pt was not treated because of the negative result. The field service representative was unable to determine the cause. Performance tests were performed.